Event description:
The product was used during an unspecified procedure on the shoulder. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.